Event description:
During the pt's bowel resection, an autosuture gia 60 stapler was opened per md request. Stapler was used at the field in the bowel and the anastomosis leaked right away. New stapler opened and repaired by md. (B)(4).